Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "IV setting leaking above upper back check valve".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "IV setting leaking above upper back check valve - administration set type: 12000-000-0027- ap431-01 - infusion set with vented/non-vented drip chamber,back check valve, 2 needleless y-site, was there a prime performed:yes, pump or manual: manual. Human harm: no, delay in therapy: no, medical intervention needed: no."